Event description:
It was reported that during in-house training performed by a getinge clinical support specialist (css), the cs300 intra-aortic balloon pump (iabp) stopped pulsation when the helium tank was being changed by the customer. It was noted that the customer uses the iabp unit approximately twice a year. The iabp unit was brought to the customer's biomed for service. There was no patient involved an no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. The css has stated that the customer did not separate the iabp unit involved from the rest of the iabp units at the facility. It was noted that what most likely happened was during the changing of the helium tank, the trainer may have been bumped which may have caused a loss of connection resulting in the iabp unit to stop pumping. It was noted that the connection of trainer to the pump can be difficult at times and may have been loose. (B)(6).

Event description:
It was reported that during in-house training performed by a getinge clinical support specialist (css), the cs300 intra-aortic balloon pump (iabp) stopped pulsation when the helium tank was being changed by the customer. It was noted that the customer uses the iabp unit approximately twice a year. The iabp unit was brought to the customer's biomed for service. There was no patient involved an no adverse event reported.